Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge remained static at 17 units for 3 days despite being in use. Customer stated they allowed the battery to deplete, charged the pump back up and loaded a new cartridge. Customer reported the insulin gauge still displayed 17 units. In addition, the customer stated the battery has been depleting quickly. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.